Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device's black sheath broke off. The piece did not fall into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.